Event description:
It was reported to target that during a trans-arterial embolization procedure, contrast media leaked from a side hole in the fastracker-325 catheter. Through a follow-up with the physician by a co rep on 5/7/1999, target was informed that the contrast media was infused by an injector. There were no complications to the pt, who was in good condition after the procedure.